Event description:
A liver biopsy was performed and d-stat flowable was deployed into the tissue tract. After deployment, the pt immediately turned bright red, became hypertensive and was short of breath. For treatment, the pt was given intravenous antihistamine and within 30 mins she had normal vital signs. The pt was later discharged with no further complications. The physician later stated that he may have inadvertently injected the flowable into the portal vein, which caused an anaphylactive reaction in the pt. Please note that use of the d-stat flowable prod in this manner represented an off-label use of the product.

Manufacturer narrative:
The device was used for an unapproved indication.